Manufacturer narrative:
UDI: (B)(4). The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter device was broken into two. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of manufacture was reported as unknown. The date of manufacture is mar 15, 2019. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the t-handle was broken. Therefore, the reported condition was confirmed. The device was most likely side loaded when used with the impactor which is not what the device was designed for therefore the assigned root cause was due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.